Event description:
It was reported that the wire was sheared off by the tip of the burr. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During plat-forming, outside the patient's body, it was noted that the burr sheared off the tip of the rotawire. The burr was replaced with another of the same burr was used; however, it was noted that the burr could not cross the lesion and was not spinning at all. The burr was removed from the patient's body and the procedure was completed with a 3.0x20 synergy stent. No patient complications reported and the patient's condition was okay.

Event description:
It was reported that the wire was sheared off by the tip of the burr. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During platforming, outside the patient's body, it was noted that the burr sheared off the tip of the rotawire. The burr was replaced with another of the same burr was used; however, it was noted that the burr could not cross the lesion and was not spinning at all. The burr was removed from the patient's body and the procedure was completed with a 3.0x20 syngergy stent. No patient complications reported and the patient's condition was okay. The device was returned for analysis. The housings were disconnected revealing that the handshake connections were not connected. The handshake connection, sheath and coil were microscopically and visually examined. The handshake connection was not visible and would not retract from the burr housing, the housing was opened during analysis of the device and the handshake connection was found to be pushed down into the sheath and broken at the location of the strain relief. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Since the returned wire was kinked, a test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance to the broken handshake connection. Inspection of the device presented no damage or irregularities.